Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer returned the replacement meter. Scrap due to incorrect product received. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 23-may-2023 to ensure and to ensure the customer¿s initial concern was resolved- the customer stated that she is comfortable with the glucose readings from the replacement products.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 141 ,148, 172, 295 and 178 mg/dl. The customer¿s expected am fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/31/2024 and open vial date is 1 month ago. The meter memory was reviewed for previous test result history: result 1: 141 mg/dl date: (B)(6) 2024 time: 8:00 am fasting. Result 2: 148 mg/dl date: (B)(6) 2024 time: 8:00 am fasting. Result 3: 172 mg/dl date: (B)(6) 2024 time: 8:00 am fasting. Result 4: 295 mg/dl date: (B)(6) 2024 time: am fasting. Result 5: 178 mg/dl date: (B)(6) 2024 time: am fasting.